Event description:
It was reported that there was a separation between the white twist clamp and the light blue main body of a peritoneal dialysis (pd) transfer set which resulted in leak from the female connector. This issue was observed after completed pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the patient was treated with one gram of vancomycin to prevent infection. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted a broken occlude foot on the light blue main body and a hole in the silicone tubing. Functional testing including leak, clear passage, and clamp function testing were performed; leak testing and clamp function testing identified a leak at the hole in the silicone tubing and at the female connector with the white twist clamp in the closed position. There were no issues identified during clear passage testing. The reported issue was verified. The cause of the fluid flow with the clamp in the closed position is due to the broken occluder foot. The cause of the broken occlude foot could not be determined however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. The cause of the hole in the silicone tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.